Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user could not lock the infusion set connector to the ilet when a cartridge was inserted, despite multiple attempts with different connectors, cartridges, and two boxes of supplies; the connector locked only without a cartridge, and the user reported the pump¿s piston appeared stuck and would not move. Customer care provided support that included guided troubleshooting, dry run with tubing fill to 50 units, and arrangement for device replacement. Investigation of this case revealed a mechanical interference at the pump connection point consistent with a damaged or malfunctioning connector interface and a stuck piston preventing proper engagement when a cartridge was installed. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms and no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical malfunction of the pump¿s connector interface and piston mechanism.